Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient passed away on (B)(6) 2021. Patient was admitted to hospital and attempted to be resuscitated on (B)(6) 2021 and died on the same day. There was no exact information at the moment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure and intracranial bleed could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not be conclusively established. It was reported that there was an emergency call on (B)(6) 2021. At time of emergency doctor arrival, the patient was in a cold sweat and in need of air. During the transfer to the hospital, resuscitation and intubation was started. Ongoing resuscitation in emergency room, a transesophageal echocardiography (tee) revealed no cardiac action/output prolonged resuscitation. No autopsy was performed, therefore no direct root cause could be confirmed. But the patient showed neurological signs prior outcome and they suspected a spontaneous intracranial bleed (icb) which was not confirmed because no autopsy was performed due to the wish of the family members. The external hospital mentioned no device issues at time of the event and that the pump was running as expected. The patient died on (B)(6) 2021. No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure and stroke as adverse events that may be associated with the use of the hm3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was suspected to have suffered an icb prior to the event. The patient was in acute cardiac decompensation. The lvad was noted to have functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established. No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 26feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in cold sweat and in need of air when they arrived at the emergency department. Resuscitation and intubation was started during transfer to hospital. Resuscitation was ongoing in the emergency room. A transesophageal echocardiography (tee) revealed no cardiac action or output. Prolonged resuscitation noted. The patient expired on (B)(6) 2021. Event relationship to device was noted as possibly related.